Event description:
Customer reported that the insulin pump returned a no delivery alarm during manual prime. Blood glucose level was 111 mg/dl at the time of the call. Customer received an additional no delivery alarm during troubleshooting. No further information was provided.

Manufacturer narrative:
Pump seated early during displacement test with no reservoir in the reservoir tube and alarmed no delivery due to hyper sensitive fsr. No cosmetic damage noted on the pump.